Manufacturer narrative:
The physician reported the patient developed blanching as he was withdrawing the needle, however, it discontinued right away. He stated the patient looked fine when she left the office. The patient returned to the office the next day and antibiotic, zithromax, was prescribed as a prophylactic, however, no infection was ever noted. A medrol dose pack and silvadene ointment was also prescribed for treatment of the necrotic area. A consult with medical director, dr. (B) (6) was provided for the injecting physician. Dr. (B) (6) reported the necrosis was a result of an intravascular injection. Supportive care and how to avoid this situation in the future was discussed. Dr. (B) (6) reported the patient has fully re-epithelialized at the time of the consult. Follow-up with the rn stated the patient is looking much better and her skin is smoother. She is still using the non-steroidal cream, atopiclair for treatment of the area. The rn stated the radiesse lot number is unavailable.

Event description:
The patient reported being injected with radiesse dermal filler in the glabella region on (B) (6) 2010. One day post-injection, she developed bruising and redness at the tip of her nose. The next day the bruising had traveled up her nose to her forehead, with swelling present at both corners of her eyes and the forehead. She returned to the physician and he prescribed an antibiotic, medrol dose pack and silvadene ointment. He also provided a non-steroidal cream, atopiclair for treatment. The area appeared to have tissue sloughing with the onset of necrosis.